Event description:
A patient reported blood glucose results of 350 mg/dl with a lifescan mter and 282 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. New meter and test strips are being sent to the patient. No further information has been reported.